Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult flush and irregular movement of the device. It was reported that during preparation of the mitraclip delivery system (cds), the lock lever cap would not come off, a squeaking sound was heard when attempting to remove the cap. Forceps were used to remove the cap, the cap was then put back on the device. Continuous saline flush was performed during preparation of the device, however it was noted that the back flow flush was not a good back flow. Final arm angle was performed successfully, however after this test; the clip did not open. When trying to open the clip, the shaft would curve/bend in an s-shape; the system seemed to have too much tension or torque the device was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported mechanical jam of inability to open the clip, delivery catheter (dc) shaft bend, physical resistance (lever cap) and noise were confirmed. The reported difficult to flush was not confirmed; however, a leak was observed at the handle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported bending/deflection of the dc shaft during clip unlocking and opening appears to be a normal function of lock lever retraction. The inability to open the clip appears to be related to the harness jamming in between the binding plate and connector. A definitive cause for the harness becoming jammed could not be determined. The reported noise was a cascading effect of the physical resistance of the lock lever; however, a definitive cause for the physical resistance could not be determined. The investigation was also unable to determine a definitive cause for the reported difficult to flush. The investigation determined that the damaged shaft appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.